Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k093745.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) (B)(6) alleging an "error 2" issue with a one touch verio meter. As a result of the alleged issue, the patient claimed that she was advised by a doctor to increase her insulin intake. The patient denied developing any symptoms because of the alleged issue. She also denied that her blood glucose was tested on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the unresolved "error 2" issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged issue. The patient also did not receive medical treatment suggestive of a serious injury.